Event description:
It was reported that the surgeon was pulling the suture to secure the hyoid bone and the needle broke at the eye section of the needle. Another needle was then used and also broke. A third needle was used to complete the procedure without further incident. There were no needle fragments requiring retrieval from the patient and there was no impact or injury to the patient.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. The needles were returned for evaluation by the quality engineering team. The product evaluation found: as received condition: received 2 samples [needles only], part number 76353200m, from lot/serial number (B)(4). There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings), calipers, reserve sample. Observations: when compared to the reserve sample needle from the repose system kit: the eyelets where the suture passes was broke off both samples which would have resulted in the reported malfunction. The portions that broke off measured 0.278" and 0.115". When viewed under magnification, there were gouges along the needles including on and near the break points that were consistent with marks left by forceps. There were additional bends along the needles including on and near the break points. This is a supplied component and there were no signs of improper construction; therefore, manufacturing and supplier issues have been ruled out as a potential cause. The information indicates that excess manipulation of the needles by the user resulted in the breakage. Conclusion: the reported complaint was confirmed. Based on the analysis observations the underlying cause is consistent with user context/mishandling. Method: microscopic inspection. Results: stress problem.